Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she cannot find her usb for the carelink. The customer indicated that, last night, she had low blood glucose of 38 mg/dl which went up to 199 mg/dl after she administered a bolus. The customer indicated that she found her usb for the carelink. No further information was provided.